Manufacturer narrative:
Motor error alarm during the basic occlusion test and prime alarm during the prime test at four pounds due to cracked end cap. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to prime alarm. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. It was also reported that the insulin was squirting out during manual prime. It was reported that the drive support cap appeared normal. The insulin pump was returned for analysis.